Event description:
It was reported the patient received the following results within 15 minutes: 7:51 am a reading of 165 mg/dl. 7:47 am a reading of 280 mg/dl. 7:46 am a reading of 283 mg/dl. 7:42 am a reading of hi mg/dl (which on the system indicates a result in excess of 600 mg/dl). 7:40 am a reading of hi mg/dl (which on the system indicates a result in excess of 600 mg/dl).